Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While inserting the impella cp, there was a failed delivery of the device due to the patient's anatomy. Insertion was aborted with no reported harm to the patient.

Manufacturer narrative:
The investigation for the reported difficulty inserting and removing issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was possible. Clinical details provided were sufficient to determine a root cause. The cause of the difficulty inserting and removing issue was patient condition related, specifically the patient's vascular anatomy. This report is being filed as part of a retrospective review of historical records.